Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient received a por message both on the programmer and the recharger. Therapy had stopped due to the por. Patient was trying to recharge when the por was obtained. Patient also reported to have fallen 3 weeks ago however stated the fall wasn't bad enough to effect anything. The patient was guided to clear the por on the programmer and the recharger and was successful. However received a low ins screen. Patient was instructed to turn the therapy back on once the ins was charged to 50%. Patient intiially had 2 coupling bars however obtained full bars once repositioned the antenna. The patient also reported a low programmer battery screen which was resolved upon replacing its batteries.